Manufacturer narrative:
The vendor found a slight bend in the needle, misaligned cutter, and a crack along the edge of the probe body with a loose cap on the probe. Due to the probe's limitations from visual inspection, the functional tests could not be completed. When the operator tried to put the tubing on, the cap popped off. Operator could not proceed with functional test. The reported issue could not be duplicated. The most probable is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Additional information: aspiration continued. There was no medical intervention. Visual inspection found the vitrectomy cutter loose in the pack tray, but with the tubing neatly coiled and the extension handle assembled onto the back of the cutter body. There is a small amount of fluid visible in the aspiration line, and the needle is bent. The port window is in the opened position, and the ack cap is correctly positioned with the vent holes on the body of the cutter. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. Air was flowing out the port window causing bubbles in the beaker of water. Further inspection found that the aspiration line and the air-infusion line are reversed. The assembly cannot function properly in this condition. Due to fluid in the aspiration line (evidence of use), the cause of the reversed tubing cannot be determined. This sample will be sent to the vendor for investigation. The investigation is ongoing.

Event description:
Aspiration continued. There was no medical intervention.

Manufacturer narrative:
The product has not been returned despite multiple requests. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in china reports a cutting problem during a procedure in which the doctor found the vitrectomy cutter was "breathing" out when used. It is not known if cutting stopped and aspiration continued. No patient impact was reported.